Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app would not allow the high alert settings to be changed. Data investigation confirmed unable to change alert settings as the app crashed when the patient clicked the alerts button at 8:54 pm on 05-09-2019. The probable cause could not be determined. It was indicated that the patient was using an unsupported operating system, which is misuse of the device.